Manufacturer narrative:
There is no connection that can be made at this time between the reported postoperative complications and any problem with the davol device used to treat the patient. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of instructions-for-use states, to prevent recurrences when repairing hernias, the prosthesis should be large enough to extent beyond the margins of the defect at least 3 to 5 cm." To date this is the only reported complaint for this manufacturing lot of 344 units, released for distribution in january, 2013. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol: on (B)(6) 2013 - the patient underwent repair of an incisional hernia on her left side using a davol ventralight st mesh. The hernia was repaired at the location of the previous incision of a colostomy site the contact reports that following implant the patient has experienced pain, gas, nausea, swelling, a recurrent hernia, scar tissue, bowel issues (constipation), and has developed fibromyalgia as a result of the ventralight st mesh. It is reported that the patient is being treated by her primary care md and has not returned to the implant surgeon. As reported the patient is taking prescription pain medication, as well as other medications to assist with bowel regularity and to relieve the gas and constipation. The contact states that the patient has not had any imaging studies or additional surgery in relation to the ventralight st mesh.